Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and worsened mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mr with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. After the clip was closed and locked, a tear in the posterior leaflet occurred and mr increased to 4+. It was noted that the torn leaflet was caused by the clip. The clip was not implanted and the cds was removed. No clips were implanted and the procedure was aborted. On (B)(6) 2019, the patient underwent mitral valve replacement surgery. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information review, there is no indication of a product quality issue. The reported patient effects of tissue damage and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions. Additionally, the reported worsening mr was due to reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.